Manufacturer narrative:
Initial reporter - unknown contact. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in 2019, during an unknown procedure there is no knowledge of any issues with the micro tornado handpiece. No patient consequence and no surgical delay was reported. No additional information was provided. This report is for one (1) micro tornado hp w hand-control. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was received at the service center and evaluated. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, the unit was found to have a short in the cable, excessive corrosion due to fluid ingress causing damage to the motor, silicone buttons, and button cover. Additionally, multiple scratches were found on the valve set and the locking head was damaged during the repair process. Following components were replaced: cable assembly, motor, screws & silicone buttons, button cover, locking head, and micro valve set. In addition, the internal seals were replaced. The root cause can be associated to components malfunctions and degradation problems. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A manufacturing record evaluation was performed for the finished device lot/serial number (B)(4), and no non-conformances related to the reported complaint condition were identified. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. A manufacturing record evaluation was performed for the finished device lot/serial number (B)(4), and no non-conformances related to the reported complaint condition were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.